Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that having an appointment with their healthcare provider and a medtronic representative about a week ago on tuesday. The patient stated that the representative changed the rate and width of the pulse using the same program. The patient expressed a desire to revert the stimulation back to its previous settings but did not know how to do so. The patient asked if they could change those settings. The agent reviewed general programming guidance, therapy expectations, and the roles of medtronic and the healthcare provider with the patient. The patient mentioned experiencing discomfort from the therapy, especially at night. If the patient decreases the therapy to a comfortable level, it does not work as well as before. The patient mentioned that last night they had to get up and turn the stimulation down two notches because they were miserable, and they did not want to do this since they had worked up to a particular setting. The patient noted uncertainty about whether the therapy was causing the problem because they were still undergoing catheterization. The patient was redirected to their healthcare provider for further assistance with the issue.patient mentioned having a hard time contacting with their rep due to the rep was busy.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the codes in h6 have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they experienced urinary retention prior to the device, and it had not worsened as a result of the device/therapy. The patient stated catheterization was their 'standard of care' prior to the device.